Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the clip delivery system (cds) a leak was noted next to the lock lever. A new device was used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. Additionally, the polyimide tubing/o-ring were observed protruding. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak on the lever appears to be due to the polyimide tubing protrusion. The cause for the observed polyimide tubing protrusion cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.